Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the user's blood glucose level. Reportedly, the user changed the supplies and resumed insulin delivery after each event.